Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, a lead was attempted in the ventricle but had bad sensing and high thresholds. It was also reported that a lead was attempted and not implanted in the atrium also due to bad sensing and high thresholds. Both leads were removed and other leads were successfully implanted. No patient complications have been reported as a result of this event.